Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitraclip xtr clip delivery system (cds) was advanced to the mitral valve. During gripper line removal, the gripper line separated in two separate pieces. The clip was successfully deployed and the gripper line ends were removed from the cds without issue. The procedure concluded, and the post-procedure mr was reduced to a grade of 1. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.